Manufacturer narrative:
Concomitant product: 429688, lead, implanted: (B)(6) 2012. Product event summary: the device was returned and analyzed with no anomalies found.

Event description:
It was reported that the patient traveled out of state and was unable to obtain a remote transmission connection with their device. Months later the device was found to have reached end of life (eol), and later, end of service (eos). The implantable cardioverter defibrillator (ICD) was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.